Event description:
This event was reported as a leaflet escape. The leaflet was found in iliac artery. The dr was called to patient's home. The dr attempted to resuscitate the pt for 50 minutes to no avail. Autopsy performed. The pt carried heavy brickstones during the day, 2000. In the evening, the pt had heavy breathing, apathy and sweats. No further information was provided.